Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline power fault alarms and damage to the modular cable were confirmed. A log file was submitted for review and data from the event date of 24jan2026 was reviewed. The log file captured a driveline power fault alarm on 24jan2026 from 09:07:41 to 11:02:53 that was associated with a pwr_a_broken fault. The exact time that the alarm activated could not be determined as the data was overwritten by newer incoming data. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the submitted photos revealed that a section of the outer jacket was observed to be missing near the controller connector, exposing the underlying braided layer. Multiple tears in the outer jacket were also observed near the middle section of the cable. The outer jacket was also observed to have a tan discoloration. The controller connector bend relief and inline connector bend relief were observed to have a brown discoloration. No other issues were observed in the visible portion of the photo. The modular cable was not returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline power fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. A) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 7514032, was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented in the emergency department with driveline power fault. There was damage to the driveline and modular cable. Log files were sent for review. The event log captured an emergency backup battery (ebb) fault (end of life) & driveline power fault a. It was recommended to apply rescue tape at the pump side of the driveline. There was no pump interruption during this event. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The system controller and modular cable were exchanged. Additional log files were sent for review. The event log indicated that the driveline power fault a had resolved with the new modular cable and controller. The driveline monitoring value that triggered driveline power faults were back to normal. Corrosion on the pins of the modular cable was not seen but there was some dirt on the side of the connector. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mcs equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.